Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the balloon catheter was inflated with the syringe provided but unable to deflate with the same syringe. The physician had to use a different syringe twice to deflate the balloon. No patient complications have been reported as a result of this event.